Manufacturer narrative:
Multiple "sample clot detection" and "sample foam" alarms were observed on the alarm trace data. These are indicators of possible poor sample quality. The investigation could not identify a product problem. Qc and calibration are within specification. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg+beta assay on a cobas 8000 e 801 module. The first sample initially resulted in an hcg+beta value of 15 mui/ml. On (B)(6)-2022, the initial result from the new sample was lower than 0.2 mui/ml. The second repeated result on the first sample was lower than 0.2 mui/ml. The first questionable result was reported outside of the laboratory and did not match the patient's clinical picture. The hcg + b reagent lot number was 58457501 with an expiration date of 31-jul-2023.